Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the transducer was returned for analysis. No information on the device history record which indicates any non-conformance at the moments of manufacturing process. System error was reproduced during testing. A probable cause could be mmx damage. Mmx damage can lead to image quality and/or system error message problem eventually. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the transducer was returned for analysis. No information on the device history record which indicates any non-conformance at the moments of manufacturing process. System error was reproduced during testing. A probable cause could be mmx damage. Mmx damage can lead to image quality and/or system error message problem eventually. Reference# (B)(4).

Event description:
Error code usacquistionhw_40_0 when using z6ms transducer. This occurred during a tee exam and another system was used to complete the exam. There was no patient impact.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).